Event description:
Hill-rom received a report from the account stating there was a problem with the CPR button. The bed was located at the account in room 3-1. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom technician found the CPR switch membrane inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the CPR switch membrane to resolve the issue. Based on this info, no further action is required.